Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing right leg pain and numbness since implant procedure. It was also reported that the stimulation would exacerbate the patient's pain in her leg. Computed tomography (CT) scan was taken and the physician read the faults. The right leg pain and numbness was believed to be not device related, but procedure related. The patient was prescribed medrol dosepak and was reportedly doing well.

Manufacturer narrative:
Additional information was received that no further information can be obtained regarding x-ray results.

Event description:
A report was received that the patient was experiencing right leg pain and numbness since implant procedure. It was also reported that the stimulation would exacerbate the patient's pain in her leg. Computed tomography (CT) scan was taken and the physician read the faults. The right leg pain and numbness was believed to be not device related, but procedure related. The patient was prescribed medrol dosepak and was reportedly doing well.